Manufacturer narrative:
The leads and the pacemaker were returned and subjected to an analysis. Within the pacemaker analysis, the device was interrogated and the memory content was analyzed. Several lead failures were documented in the device's memory on (B)(6) 2018. The follow-up data from (B)(6) 2018, as well as from (B)(6) 2018 documented a crosstalk coming from the ventricle into the atrium. No further peculiarities were noted. The header of the device was analyzed. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A crosstalk, as documented in the follow-up data, was not reproducible during analysis. There was no indication of a device malfunction. In the further course of analysis, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. Subsequently, the fragmented leads were analyzed. In the course of the visual inspection, several cuts in the insulation were noted, which most likely resulted from the extraction procedure. No further deviations could be observed. Due to the fragmented state of the lead, the electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. In conclusion, the leads and the pacemaker were fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 17 months after the implantation the system was explanted due to suspected lead damage or device dysfunction.